Manufacturer narrative:
(B)(4). Batch # n9165x: the analysis results found that the mcl20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 2 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the patient's hemoglobin level drop to 6 g/dl? Patient's blood pressure drop to 6. As you stated "bleeding around 500mls", did the patient receive a blood transfusion? No. How was the bleeding controlled? Na. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a nephrectomy procedure, the clip layed during procedure. A check was made before closing and there were no bleeding. Voltage dropped to six and bleeding around 500mls. The surgeon checked and found that the clip was not holding the tissue anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.